Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the ars (syringe) needle was cracked and blood leaked. The md did not use it, and finished the procedure with another device.

Manufacturer narrative:
(B)(4). The customer returned an ars syringe and introducer needle for evaluation. Visual examination of the needle revealed one large crack along the body of the luer hub. No damage was observed on the needle cannula. When the needle was placed on the ars syringe the crack would widen, causing a gap. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was not required for this complaint investigation. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle a single large crack was observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during use the ars (syringe) needle was cracked and blood leaked. The md did not use it, and finished the procedure with another device.